Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary: visual inspection: the pfna -ii blade l80mm (part# 04.027.051s, lot# 34p3913, qty# 1) was received at us cq. Upon visual inspection at cq. It was observed that the tip was broken. There were scratches on the device but have no impact on the device functionality. No other issues were observed with the returned device. Functional test: the functional test cannot be performed as the aiming device was not returned. However the tip of the pfna nail was observed to be broken but this is not related to the complaint condition. The reported condition of unable to assemble could not be confirmed as the device was returned by itself. Can the complaint be replicated with the returned devices? Unable to perform. Defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Complaint confirmed? No. Conclusion: the complaint condition was not confirmed for the pfna -ii blade l80mm (part# 04.027.051s, lot# 34p3913, qty# 1). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Part: 04.027.051s. Lot: 34p3913. Manufacturing site: bettlach. Release to warehouse date: 13 january 2020. Expiry date: 01 december 2020. A manufacturing record evaluation was performed for the finished good lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: d9, h3, h6.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during an unknown procedure, the pfna-ii blade could not be inserted through the unknown aiming device. The procedure was successfully completed without surgical delay. There was no patient consequence. Concomitant devices reported: unknown aiming device (part# unknown, lot# unknown, quantity 1) this report is for one (1) pfna-ii blade l80 tan. This is report 2 of 2 for (B)(4).